Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to be damaged. Analysts powered on the device and it immediately alarmed ec 1660 which indicates an issue with a processor on the circuit board. The circuit board was replaced to alleviate the issue.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error 1660. There were no reported adverse events.